Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a 1.4mm diameter drill bit was broken and a piece of broken drill tip with 24mm in length was left inside the metatarsal bone of patient.

Manufacturer narrative:
The reported incident that twist drill, diam.1.4x94mm, wl 27mm, with stop, stryker shaft was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on the currently available information, the root cause can be attributed to a user related issue. It is clearly visible that the tip of the drill bit is indeed completely broken / snapped off. The broken surface is homogenous which indicates material conformity according specification. Also some discoloration is evident on the red markings (see red arrows on figure 4). It is clearly evident that this drill bit has been heavenly used over the years (manufactured in december 2009). There is an indication that it has been drilled on an angle hitting on the drill guide as some of the engraving has been rubbed off. Please ensure to check the cutting surface of the drill bit before use in order to eliminate such breakages. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that a 1.4mm diameter drill bit was broken and a piece of broken drill tip with 24mm in length was left inside the metatarsal bone of patient.